Event description:
Allegedly implants used in surgery in 2002 required revision in 2005 due to loosening. Specifically he alleges that there was gross loosening of screws at l3-4, mildly loose at l4-5 and normal at s1.